Event description:
It was reported that the piston on the pump retracted randomly without being prompted to do so during insulin delivery. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the issue was no longer recurring after a new load process as initiated and completed with another cartridge.